Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reported a dry cough. ER physician seen on 10/3/22 for dry cough. Received prescription flonase & zyrtec.